Event description:
The pt has 2 scs systems; however, the scs lead related to the issue is being reported. It was reported the pt is no longer receiving effective back stimulation. X-rays identified the scs lead has migrated (pulled back and wrapped around the scs ipg). An sjm representative was unable to resolve the stimulation issue with reprogramming. It was also reported the pt previously experienced a fall. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.